Manufacturer narrative:
Olympus had followed-up with the user facility to gather add'l info regarding the event but the user facility provided only limited info. The device referenced in this report was returned to olympus for eval. The eval could not confirm the report from the user facility. The instrument channel was examined, and there were no scrapes or tears present. There was no evidence of a stent inside the instrument channel. The endoscope insertion tube, instrument channel, suction channel, distal end cover, bending section, and bending section cement were all determined to be non-olympus parts. The brush passage was noted to be restricted due to a kink in suction channel below the endoscope connector boot. The cause of the user's experience could not conclusively be determined. An olympus endoscopy support specialist has been dispatched to the user facility to conduct an in-service training as needed. If add'l significant info becomes available, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during an unspecified procedure, a cook metal stent was reportedly retrieved from inside the biopsy channel. No metal stent had been used during the procedure. The subject device was said to have gone through several reprocessings before the reported event. The procedure was reportedly completed with the same endoscope. There was no pt injury reported.